Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: inaccurate delivery. Time of device issue: during procedure. Adverse event: stent in non-diseased segment. It was reported that during an iliac artery stenting procedure, in a mildly tortuous and calcified lesion that was not pre-dilated, the absolute locking mechanism had a delayed response and resulted in the stent partially deploying. Accurate placement was attempted, but the stent fully deployed, resulting in inaccurate placement of the stent. There was no intervention and there was no adverse pt effects. Although requested, there was no add'l info provided.